Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead had been repositioned two days post implant, due to dislodgement. There were no reported complications prior too, nor during the lead revision. However, its now being reported that post surgical healing has been complicated and the physician elected to re-intervene and extract the lead completely, as a suspected quality issue was questioned. Another lead of same model type was implanted without complication and no return of product is expected as the patient has a known (B)(6) infection condition.